Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the iliac vessel, the absolute pro self expanding stent system (sess) was being deployed when the thumbwheel froze and the stent could not be fully deployed. The physician pulled the handle and the stent implant deployed proximal to the lesion but separated into two pieces; a portion in the vessel and a portion in the delivery system. Another introducer was positioned and a different stent was used to treat the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.